Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that a cerebral vascular accident occurred. It was reported via social media that the patient had a cerebral vascular accident after having the watchman device implanted. The patient was off blood thinning medication. Additional detail is unknown, but boston scientific is attempting to gather additional information.